Manufacturer narrative:
A spacelabs healthcare technical support engineer (tse) remotely connected and moved the offline xhibit telemetry receiver (xtr) channels to another xtr to re-establish connection. After transferring the channels, the reported problem was unable to be duplicated. At this time, the cause of the reported failure could not be determined. Should additional information be made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
Customer stated there were 4 xhibit telemetry (xtr) channels showing offline on the central station. There was no patient or user death, or injury associated with the event.